Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the patient presented for device change-out. Upon device interrogation prior to change-out, comments about possible external defibrillation and electrocution were noted; however, according to the patient's physician, these events did not occur. It was also reported that lead measurements through the device showed there was no capture and low impedance, but when connected to the analyzer, these lead measurements were normal. It was determined that the battery voltage was very low and the device had reached the elective replacement indicator [eri] some time ago. The device was explanted and replaced. No patient complications have been reported as a result of this event.